Manufacturer narrative:
Correction to e2/e3 and g2 with additional information that was missed on initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause as to why the material remained in the device could not be specified. There was no deviation from IFU in reprocessing steps for the area where foreign material remained. However, physical damage of the device was confirmed where the foreign material remained. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in bf-1t150 operation manual "chapter 3 preparation and inspection." IFU states the preventative measures in bf-1t150 reprocessing manual "chapter 3 cleaning, disinfection and sterilization procedures." Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope connecting tube, angulation lever, protector and control body had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.